Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 57 mg/dl, accompanied by lightheadedness, shakiness, and sweating. The patient acknowledged pausing the pump and overtreating previous lows, which are off-label use practices that affected the pump algorithm. The event was corrected with soda, and no outside assistance or medical intervention was required. No hospitalization occurred and no long-term health effects were reported.